Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that on night of the event, the pediatric patient wasn't wearing a sensor because it had already failed (the same day). On the same day, the she was really tired, and she didn¿t eat during dinner. On (B)(6) 2026, around 2 am, the patient woke up, and she was really hungry and felt lightheaded. The older sister heard something hit the floor and noticed the patient was already lying there, with seizure and shakiness her head hit the floor, and she felt a headache after that. The mother drove her to the emergency room, and the patient was transferred to the children's hospital. The bg reading at home was above 400 mg/dl, and the same reading was obtained when they arrived at the emergency room and at the children's hospital. The patient was not wearing any sensors when this occurred because the sensor had already failed. At the hospital the patient was diagnosed with dka and treated with IV fluids. The patient was hospitalized from (B)(6) 2026 for 2 days and was discharged on (B)(6) 2026. At the time of the report the patient was fine. No other details were documented. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause could not be determined via data. No additional event or patient information is available.